Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable high bilt3 bilirubin total gen.3 result for one neonate patient sample. The result was 27.16 mg/dl and was reported outside the laboratory. The customer stated this was a repeat result, but could not provide the first result for the sample. The physician questioned the reported result and the sample was repeated with a result of 11.88 mg/dl. The patient received no treatment based on the high result and was not adversely affected. The reagent lot number was 13902101. The expiration date was 09/30/2017. The field service representative could not find a cause. He performed a check test which was within specifications.

Manufacturer narrative:
A specific root cause could not be determined. Review of the provided reaction monitor indicated too much sample was in the reaction. As this was the only result in question, a preanalytical sample issue or something else causing too much sample to be pipetted was suspected. The provided calibration, qc, and analyzer performance data was acceptable.